Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this particular batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. This investigation will be assigned the most probable root cause classification of operational context.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The primary disease being treated was ami (acute myocardial infarction). The 99% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). It was noted that at 10 atmosphere, the maverick2 balloon ruptured. The procedure was completed successfully with an unknown balloon. No patient injuries or complications were reported. The patient status is reported as "good".